Event description:
The patient reported intermittent function from the cochlear implant after falling and hitting head. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery has not been scheduled.